Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, one heatstring seal cracked while loading the seal into the delivery tube. The hosp did not provide any other info. No patient complications were reported.